Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a follow-up in clinic. It was noted that the right ventricular - rv lead was exhibiting r-wave amplitude variation and noise oversensing. The rv lead was reprogrammed. The patient experienced no consequences.